Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-02144. It was reported that due to high impedances on two leads, the patient experienced ineffective therapy. As a result, surgical intervention maybe undertaken to address the issue.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: drg lead, model:mn10450-50a, UDI:(B)(4), serial:(B)(6), batch:6151565.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 in which the patient's system was explanted to address the issue. Investigation was unable to determine which of the leads attributed to the event.